Event description:
It was reported that the unit will not warm and has a clicking sound. There has been no report of patient involvement or no observable clinical symptoms or a change in symptoms identified in the patient.

Manufacturer narrative:
Operator of device is unknown. No information has been provided to date. Manufacturing device history record review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records. A product sample was received for evaluation. Visual and functional testing were performed. Visual inspection found the device in good condition with no physical damage. Functional testing turned the power on and device fluid began to circulate. The device temperature slowly heats up and relays chattering. Removed back panel for further investigations. Visual inspection found the reservoir tank fluid delays and relays chattering due to air bubbles trapped inside the heaters and pump assembly. This confirmed the customer reported reason. Reset the device mains power by turning off and on again to clear the air bubbles and relay chatter. Installed tempcheck test fixture. The measured temperature was 41.7 c degrees, which is within tolerance. The device passed all functional and electrical tests. The root cause of the issue could not be determined. This issue will be monitored for any increase in occurrence. If the occurrence of this issue increases significantly, additional investigative action will be taken.